Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14919. It was reported that the patient presented in-clinic with the right atrial lead exhibiting noise with episodes of inappropriate mode switch. The patient was referred for lead extraction. During the procedure it was noted that there was an additional right atrial lead that was previously capped in on (B)(6) 2017 due to noise. Both atrial leads were explanted and replace with a new lead. The patient¿s condition was stable.